Event description:
Additional information received reported that the patient could not adjust stimulation and a 'call your doctor' icon with a code 006 was shown.

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a jolt up her spine after the ins switched groups on its own. The patient was at home and increased the stimulation setting on group b. The stimulation became too strong so she turned the ins off. When she turned it back on the ins was on group a at 6.0v and 5.75v which was a much higher setting than group b. Her ins was changed back to group b at a setting of 2.9v for program 1 and 4.70v for program 2. The patient programmer showed the ins "on" and "full battery" icons. The patient's health care professional told her that electrodes 0 and 1 are out and the rest of the lead was curved to one side and near nerves. The ins was going to be replaced but the date was unknown. It was noted that the recharger showed the recharge screen even though it was not over the ins. The coupling boxes were present and all 8 were shaded when this occurred. Additional information has been requested.